Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, balloon deflation difficulties were encountered. The lesion was located in the right coronary artery (rca), the characteristics of the lesion are unk. The 2.0 x 20mm maverick 2 monorail balloon catheter was advanced to the lesion and inflated, the atms and number of inflations is unk. Deflation difficulties were encountered. The physician made several attempts to draw negative on the balloon, however, the balloon did not deflate. The device system was removed from the pt as an entire unit. The procedure was completed with an unspecified device. No pt complications were reported. The pt's condition was reported as "stable".

Manufacturer narrative:
(B)(4).